Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: 23118 - arm 1 usm axis 2: motor encoder incremental track has slipped, possible disconnected encoder or intermittent loss of signal and 23094 - encoder transition error, usm1, axis 2. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause in this case is attributed to the pitch cable and fse have replaced the usm1 to resolve this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure was confirmed via related notification replicated in-house. The unit was tested on in-house system where it failed normal mode logging errors 23008/23094. Unit was tested on pftp where failed pitch cva char logging errors 23094/23118/23008. A golden pitch cva pca was installed & unit passed on retest. As root cause the pitch mm will be replaced. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered several recoverable faults on the system. The tse reviewed the system error logs and confirmed the occurrence of errors 23094 and 23118 on the universal surgical manipulator (usm)1. The use excised the usm1 and performed a hard power cycle on the system, but the issue persisted. The user converted the procedure to a laparoscopic surgery. A procedure delay of 15 minutes was reported.